Event description:
It was reported that patient experienced pain at the ipg site. Reportedly, patient lost significant weight, the ipg migrated and became superficial. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-04075. Additional information received identified that patient underwent surgical intervention wherein, the ipg and lead were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.